Event description:
It was reported that stent damage occurred. The 91% stenosed, 3.5-4.0 x 22-24 target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 4.00x24mm synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon withdrawal, it was found that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.